Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The act diff tainer kit was replaced. Service was not dispatched for this event. The root cause of the leak is unknown. Bec internal identification number is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving a box of the act diff tainer that leaked lytic reagent. The act diff tainer box was not opened and the customer did not know if the seal was on the bottle. The leak was absorbed by the act diff tainer box. The product was discarded. The user did not wear ppe at the time of the incident. The lab's exposure control or risk management plans are in place no injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint.